Event description:
User reported 4 false positive results. Negative pcr. Fully vaccinated. This is report 2 of 4.

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6), (B)(6), (B)(6) (3014862188-2021-02812,2814,2815: test 1,3,4 of 4).

Event description:
User reported 4 false positive results. Negative pcr. Fully vaccinated. This is report 2 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02812, 2814, 2815: test 1, 3, 4 of 4).